Event description:
Customer reports, "pt pulled out kaofeed tube. It was stopped. H-service aware and instructed day shift nurse to pull tube. When pulling tube, it was stuck at the uvula region. Pt complained of discomfort when force applied to pulling. H-service had to use forceps to guide tube with no success. Guide wire reinserted also with no effect. Tube had to be cut of mouth with metal end and remainder of tube pulled through nose. Appears tubing not pliable enough where metal meets rubber tubing to slide through nasal cavity."